Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the products have been returned and evaluated. The screw breakage has been confirmed to be related to one of the 53-27618s, locking screw, t7, 2.7x18mm, investigated within (B)(4). The screw, subject to this investigation, has been found to be concomitant and actually not affected by the event. Due to the nature of the event and the confirmed affected device, no further investigation are deemed to be necessary for the screw, subject to this investigation record. Please note that if any further relevant information will be made available, the investigation has to be re-assessed.

Event description:
On (B)(6) 2014, variax dr surgery was performed. One month after the surgery the screws were found to be broken. The patient was only observed because the fracture was stable. After that the fracture was healing. On (B)(6) 2014, extracted surgery was performed because of the plate dislocation.

Event description:
On (B)(6) 2014, variax dr surgery was performed. 1 month after the surgery the screws were found to be broken. The patient was only observed because the fracture was stable. After that the fracture was healing. On (B)(6) 2014, extracted surgery was performed because of the plate dislocation.